Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician attempted arteriotomy closure of an unspecified vessel with an unspecified starclose device after an interventional procedure. Reportedly, after deploying the clip the device could not be removed. The device was surgically removed. It was not specified how hemostasis was achieved. There were no reported adverse pt sequelae. Additional info has been requested but has not been provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.